Manufacturer narrative:
(B)(4).

Event description:
A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to only the sensor pod being returned. The reported event of a detached needle could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle detached from the applicator. The insertion site was at the arm. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.